Event description:
In 2007, the sales rep reported the driver was dull from several uses. Add'l info received two weeks later from the sales rep provided no add'l info related to the driver or when the event occurred. On 5 mar 2008, upon analysis of the returned driver, it was identified that the driver tip is broken and not that it was bent as previously reported. The broken piece is retained in a screw that was returned with the driver. There was no report of surgical delay or pt injury. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
The device is an instrument and is not implantable. A review of the device history record indicates the part met specification. Visual inspection found the driver tip broken and not dull as previously reported. Further investigation is pending.